Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('irregular menstruation aggravated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: nickel allergy not known. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation aggravated"), rash papular ("inflated itching bumps"), endometriosis ("endometriosis"), abdominal adhesions ("adhesions"), food intolerance ("food intolerance"), fatigue ("tiredness") and depression ("depressive") and experienced mood swings. The patient was treated with surgery (essure removed in 2013, then uterus and 1 fallopian tube removed as well). Essure was removed in 2013. At the time of the report, the menorrhagia, menstruation irregular, endometriosis, abdominal adhesions, food intolerance, fatigue and depression outcome was unknown. The reporter provided no causality assessment for abdominal adhesions, depression, endometriosis, fatigue, food intolerance, menorrhagia, menstruation irregular, mood swings and rash papular with essure. The reporter commented: the remaining fallopian tube will probably be removed. Patient has still complaints after removal of essure, because of which possibly the complaints are not related to essure. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.